Event description:
It was reported that during a percutaneous coronary interventional procedure, removal difficulties occurred. The in-stent restenosis was located in the left main coronary artery. The 3.0 x 10 mm over-the-wire flextome cutting balloon was inflated but then lost pressure. While attempting to remove the cutting balloon, it would not come out of the vessel. The cutting balloon was inflated and then deflated in an attempt to loosen it, without success. Next, a guide wire was run down next to the balloon to try to loosen it or pull it out. This was also unsuccessful. Finally, a buddy wire technique with a 2.5 x 16mm non-bsc balloon was placed in the vessel next to the cutting balloon. This was successful in removing the stuck cutting balloon. A pinhole was noticed once the cutting balloon was removed. A 3.0mm non-bsc stent was then used to treat the lesion. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon showed evidence of being inflated. The balloon was also twisted. One blade was detached (pad intact) with just 1.5mm of the blade remaining bonded to the distal end of the blade. There was a hole at the proximal end of the balloon beside the detached blade pad. The shaft was stretched along its length. The shaft was twisted/kinked just distal to the spiral hypotube. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, removal difficulties occurred. The in-stent restenosis was located in the left main coronary artery. The 3.0 x 10 mm over-the-wire flextome cutting balloon was inflated but then lost pressure. While attempting to remove the cutting balloon it would not come out of the vessel. The cutting balloon was inflated and then deflated in an attempt to loosen it, without success. Next, a guide wire was run down next to the balloon to try to loosen it or pull it out. This was also unsuccessful. Finally, a buddy wire technique with a 2.5 x 16mm non-bsc balloon was placed in the vessel next to the cutting balloon. This was successful in removing the stuck cutting balloon. A pinhole was noticed once the cutting balloon was removed. A 3.0mm non-bsc stent was then used to treat the lesion. No patient complications were reported and the patient's status is okay.